Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to central regurgitation. The valve was replaced with another 25 mm mosaic. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history review and analysis is pending. Results: device history review and device analysis is pending. Conclusion: cause of event cannot be determined. Analysis: the valve was returned for analysis. Analysis and investigation is pending. Conclusion: based on the limited information available, no conclusion can be drawn at this time. Upon completion of analysis/investigation, a supplemental report will be filed.